Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - drill. Visual examination of the provided pictures identified the flex driver to be shredded around the inner spring as reported. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported while the surgeon was installing the acetabular screw with the silicone drill driver, the shaft began to shred. Likely leaving debris in patient. The shredded plastic is not visible on x-rays. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: correction d4: 197779 one flexible silicone drill driver item# 110010733 lot# 197779 was returned and evaluated. Upon visual inspection there is scuffing on the head and junction location of the driver. The sheath has torn and shows cut marks on the outside of the remaining torn piece. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.